Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device previously removed due to an eroded urethra. On (B)(6) 2019 this patient was re-implanted with another aus. It was noted that the patient is doing great, and no additional patient complications were reported in relation to this event.